Event description:
During evaluation of a returned homechoice machine, an increased intraperitoneal volume (iipv) situation was identified which occurred on (B)(6) 2010 during drain cycle 6. The patients fill volume was 1700ml. This information gave a total drain volume of 2934ml. Which meets iipv criteria. No patient injury or medical intervention was reported. On (B)(6) product surveillance contacted the home patient's peritoneal dialysis nurse regarding the report of an iipv on the homechoice (hc) device found during evaluation. The nurse was informed of the probable cause of insufficient drain, use error tidal uf removal set too low (0 ml). He nurse confirmed there was no patient injury or medical intervention associated with this report and the home patient was doing well with the following treatments.

Manufacturer narrative:
Additional information was received that the vessel treated was updated from left internal carotid artery to the proximal left internal carotid artery. However, no further changes will be made to the previously submitted conclusion. This is one of two products involved with the reported event. The associated manufacturer report number(s) are 1016427-2009-00234 and 9616099-2009-01616.

Manufacturer narrative:
This is one of two products involved with the reported event. The associated manufacturer report number(s) is 1016427-2009-01616. After advancing an angioguard past the lesion and successfully deploying the stent, it was reported that the patient experienced a vasospasm distal to the deployed stent. IV nitroglycerin was administered with complete resolution of the event. There was no reported patient injury. The target vessel was the left internal carotid artery. The vessel was ulcerated, mildly calcified, concentric, and mildly tortuous with a 90% stenosis. Without the return of the actual device in question for evaluation, facility is unable to determine the exact cause for this incident. Facility did review the device history records relative to the manufacturing, inspecting and packaging. Vessel spasm is a known potential adverse event associated with any interventional procedure, where devices are introduced into the vasculature and is listed in the IFU (instructions for use) as such. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Event description:
The information received from the study indicated that a male patient was admitted to the hospital for carotid stenosis (index procedure in 2009). The target vessel was the left internal carotid artery (lica). The vessel was ulcerated, mildly calcified, concentric, and mildly tortuous. The vessel diameter was 5.5mm with 15mm in length. Pre-procedure, the vessel had 90% stenosis. The patient was asymptomatic. The vessel was pre-dilated. A 5mm angioguard rx was successfully deployed, and a 7mm x 30mm precise rx stent was then implanted successfully at the target lesion. There was a vasospasm distal to the stent where the angioguard was placed that required IV nitroglycerin to be resolved. The patient was asymptomatic after that event. The angioguard was successfully retrieved from the patient. There were no neurological deficits when patient left angiography suite. A post procedure, angiogram was performed and revealed excellent angiographic results and stent position. The patient remained in the hospital, following surgery until the next day without any adverse event. The patient is stable at this time. Pre-procedure, the patient was administered clopidogrel and aspirin. During the procedure, the patient was administered heparin. Post procedure, the patient was administered clopidogrel and aspirin. Discharge medications were also clopidogrel and aspirin.